Event description:
It was reported that this implantable pacemaker device has depleted from 1 year to 11 months battery remaining in a span of 10 years. During the current checked, the device has 1.5 years battery left remaining. Boston scientific technical services (ts) assessment was that the device may be transitioning from blended to pure voltage and there may be a mismatch in the positive. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received that the device was explanted due to premature battery depletion (pbd). New device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has depleted from 1 year to 11 months battery remaining in a span of 10 years. During the current checked, the device has 1.5 years battery left remaining. Boston scientific technical services (ts) assessment was that the device may be transitioning from blended to pure voltage and there may be a mismatch in the positive. As of this time, this device remains in service. No adverse patient effects were reported.